Event description:
No additional information is available regarding the incident.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the top close locks were loose and not holding the latching pins securely. The ball detent screws were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350-2023-01705. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: australia. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during of surgery that the tissue was been torn up when put through the mesher. There was no information regarding harm/injury to the patient or if there was a delay. An alternate device was available for immediate use. Due diligence is complete. No additional information was available. No adverse event reported.